Event description:
Arjo was notified of an incident involving a mk1 pool lift. It was reported that while transferring a resident to the pool, the security belt of the pool stretcher became detached and the resident fell face down onto the floor next to the pool. The resident suffered facial injuries and a concussion and was taken to the hospital.